Event description:
It was reported by hiremath et al in a publication entitled, "is it safe to use recombinant human bone morphogenetic protein in posterior cervical fusion?" (Spine volume 34, number 9, pp 885-889, 2009) that a patient underwent a c5-t2 fusion using rhbmp-2/acs and local bone graft. In the immediate post-operative period, the patient developed atrial fibrillation, respiratory distress and gastrointestinal bleed. Long-term, the patient had persistent severe pain, and t2 screw pullout. However, as a result of her numerous medical comorbidities, she was not felt to be a suitable candidate for further surgery. Dose of rhbmp-2 was 1.1ml per level. Preoperative diagnosis was cervical spondylitic myelopathy and a prior failed acdf.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.